Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site ID (B)(6); study subject, (B)(6), was implanted with an elevate anterior for an enterocele and cystocele repair on (B)(6) 2009. On (B)(6) 2010, the subject experienced worsening urge (de novo) with urinary incontinence, described as "overactive bladder." Site determined the event was possibly related to the device and the procedure. Intervention: viscare. Event status: continuing. Information received on (B)(6) 2010, indicates that the event was resolved on (B)(6) 2010, with medication vesicare, which was stopped.